Manufacturer narrative:
Evaluation summary: the hemodialysis machine involved in the incident was evaluated by technical services at the customer site and no failures related to the reported issue were found. The machine passed all tests without problems. A service history review was also completed indicating that the machine has been through routine preventive maintenance according to the 2009 schedule. The last failures of the instrument were related to the electronic system (a/d reference alarm) but no failures occurred related to ultrafiltration.

Event description:
On september 30th, 2009, a nurse reported that an incident of reverse ultrafiltration occurred with a tina system 1000 hemodialysis machine. The nurse reported that after completing the scheduled 4 hour treatment, the patient had noticeable facial edema, increased abdominal girth, generalized edema and dyspnea. After the hemodialysis treatment. This case was considered a reverse ultrafiltration and a new hemodialysis session was initiated for an additional period of 3 hours with an ultrafiltration of 3.3kg. It was indicated that once the additional hemodialysis treatment was completed, the patient recovered from the symptoms and the patient has been able to continue with hemodialysis after this incident without further complications.